Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer stated that he has not checked his blood glucose levels. There was no reported impact to customer's blood glucose level. Reportedly, customer will continue to use the pump, and has back up manual humalog injections if needed for insulin therapy.